Event description:
Reporter states meter reading erratically. Reporter received bg readings of 159 and 125 within five minutes of each other. Control solution test performed; reading was 108 and 118 mg/dl, range was 89-133 mg/dl.